Event description:
The sales representative reported a knee revision surgery. The original surgery included an omni tibial insert, omni tibial tray and omni retaining bolt. During the surgery the surgeon removed and replaced the omni tibial insert, omni tibial tray and omni retaining bolt. The original implant surgery was on (B)(6) 2009. The revision surgery was on (B)(6) 2013.

Manufacturer narrative:
Evaluation summary: the implant was not returned for examination; therefore, omni could only use the implant usage ticket information to confirm the lot numbers of the product reported. Based on the information provided, a review of manufacturing and sterilization records was performed. All implant lot records were reviewed and there were no deviations reported. There was no evidence in the files that showed a correlation between the device and the adverse event. During the surgery, the surgeon removed and replaced the omni tibial insert, omni tibial tray and omni retaining bolt. There was no report of defect or failure to meet identity, quality, durability, reliability, safety, effectiveness, or performance of the device.